Manufacturer narrative:
Block b6 & b7 were changed to "unk" as several attempts were made to no avail to obtain the info block d6 (lot#) was changed & block f9 was added as a result of sample receipt code 1049-labeled.code 2199-not labeled.

Event description:
During an angioplasty procedure, the catheter balloon ruptured. The catheter was removed and replaced with the same make to complete the procedure with no pt injury or further complications reported.